Manufacturer narrative:
Manufacturer report 2017865-2017-03936, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained vf episode was observed. Review of transmission noted that the non-sustained episode was due to noise. However, the patient did not receive shock and no adverse events were observed. The issue was not noted again. No intervention was performed.